Event description:
Extremely swollen knee [joint swelling]. Painful knee [arthralgia]. Took 6 ml synvisc once [device misuse]. Knee has been buckling [joint range of motion decreased]. Fractured left elbow [upper limb fracture]. Case description: spontaneous report was received on 23-apr-2012 from a (B)(6) female patient in late (B)(6), initials (B)(6), with osteoarthritis. The patient's medical history was not provided. On an unspecified date 10-12 years ago, the patient initiated treatment with synvisc (hylan g f 20) injection in left knee. It was reported that the patient received synvisc at 6 ml once (device misuse). The synvisc lot number was not provided. On an unspecified date, the patient experienced an extremely swollen and painful knee for which patient required cortisone injection the day after. It was reported that the patient had fractured her left elbow and underwent two surgeries. In addition recently her left knee had been buckling. The patient had been using orthovisc successfully since trying synvisc. The action taken with synvisc treatment was not provided. The outcome for the events of extremely swollen knee, painful knee, fractured left elbow and knee has been buckling was not provided. Concomitant medications were not provided. The intensity of all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 25-apr-2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship is not affected by this report.